Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. The customer¿s blood glucose was 9.5 mmol/l at the time of the incident. Customer¿s mom reported that patient has been involved in a car accident insulin pump display is flashing white and pump is unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test or verify missing segments due to blank flashing white lcd. Unable to perform the pump trace download due to blank flashing white lcd. Unit had minor scratched display window, pillowing keypad overlay and cracked retainer.